Event description:
The customer reported that a camera error was displayed and there was no live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The b335 power supply was replaced. The system was tested and found to be working as intended and put back into service.